Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.5mm coupler was "difficult to close and open to apply coupler to vessel". This issue was identified during an unspecified process step. An alternate coupler was used successfully with the same anastomotic instrument. There was no patient injury or medical intervention associated with this event. No additional information is available.